Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent (des) was deployed. Post deployment, a non-flow limiting distal stent edge dissection was observed. The dissection was covered with another des, and the procedure was completed. No further patient complications were reported, and the patient remained stable post-procedure.